Manufacturer narrative:
This device was not returned to mmdg for evaluation. Mmdg was able to perform an investigation on a different item and lot number that had been returned to mmdg and confirm the complaint. The problem was communicated to the supplier where the cause of the complaint was determined to be process related. To remediate the issue, the supplier put a poke yoke fixture into place.

Event description:
The initial reporter stated that there were particles found on the spike set. They indicated that this was discovered both during testing and on a patient, but no further information was available. (B)(4).